Event description:
Boston scientific received information that this patient had twiddlers syndrome and this lead was exhibiting impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was visibly twisted and the slack in the lead was gone. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.